Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patients wife called paramedics around that time when she noticed that the patient was passed out. No other symptoms that they could remember. The paitent wife was not able to check bgfs and cannot recall what the cgm was displaying at that time. The patient was just watching tv before passing out. The patient was unsure how long was he passed out before the paramedics arrived. After paramedics arrived, the paramedics took a bgfs that shows 69 mg/dl and he was given a glucose (gel) packet which was administered orally by the paramedics and the patient regained consciousness. The paramedics took additional 4 bgfs after he woke up but was unable to recall what were the bgfs values. The patient recovered after the treatment and no other medication were given nor prescribed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.